Event description:
It was reported that immediately following insertion of midline and connection the extension set provided in the kit, the midline was aspirated and drew air into the syringe as opposed to blood. On examination the extension set appeared to be cracked.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged extension set, which allowed air to enter the syringe, was inconclusive since the affected product was not returned for investigation. Instead, seven unopened powerglide kits from the implicated lot were returned for investigation. Each kit was opened and no damage or defects were observed on the samples. The extension set packaged with each statlock stabilization device was attached to the purple hub of each powerglide catheter. The connected extension set and powerglide catheter were flushed with water and were patent to infusion. The catheter was clamped and the syringe plunger was held down to create a positive pressure within the lumen, but no leaks were observed at the connection or any part of the extension set or powerglide catheter. The syringe plunger was retracted, and no air entered into the syringe. Since the original complaint sample was not returned for investigation, the complaint and cause of the reported event were inconclusive. A lot history review (lhr) of redu4465 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu4465 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that immediately following insertion of midline and connection the extension set provided in the kit, the midline was aspirated and drew air into the syringe as opposed to blood. On examination the extension set appeared to be cracked.